Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 18 day post-operative exam. The brief description from the account indicated the patient had significant light sensitivity, especially in the morning. The patient had restarted pred forte (pf) at 1% increase to be tapered off. The patient's comments were that tls was an issue even when wearing sunglasses, and driving in the morning with the sun is a problem. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.75 x - 1.00x 11, left eye pre-op 20/20 -2.00 x -.75 x 176.